Event description:
A pump alarm was reported during the load process. There was no reported impact to the customer¿s blood glucose level as the customer declined to disclose specific details. The customer was unable to successfully load a cartridge due to recurring alarms, leading technical support to assist by arranging a pump replacement. The customer acknowledged understanding of the backup therapy plan, which was to use multiple daily injections. They were also instructed on how to return the faulty pump, which was under warranty, to tandem using a pre-paid label.